Manufacturer narrative:
The referenced scope was returned to the service for evaluation. The reported "distal tip broken" was confirmed as a visual inspection found the bending section skeleton tab was protruding from the bending section cover. The scope failed the leak test due to the protruding skeleton tab. The bending section cover was removed and found the bending section skeleton tab was fully broken/detached and causing exposure of the internal elements at the insertion tube area. There was evidence of corrosion inside the enteral elements of the bending section skeleton and also a hairline crack was noted on the bending section skeleton. There was no significant evidence of sharp areas noted with the broken/detached skeleton. In addition, the insertion tube was dented. A review of the instrument history indicated the scope was previously repaired on (B)(6) 2019. Based on the evaluation the cause of the broken skeleton is due to (unintended) excessive stress and force applied to the bending section area. The instruction manual states that ¿do not twist or bend the bending section with your hands. Equipment damage may result; do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damage.

Event description:
The manufacturer was informed that during reprocessing, the scope's distal tip was observed to be broken. There was no patient injury reported.